Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set was idled and it could not connect to the titanium adaptor. This occurred during preparation of peritoneal dialysis therapy. The hospital used a new transfer set to exchange for periodic replacement. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.